Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected in the dark circles with juvéderm® volift¿ with lidocaine and juvéderm® volbella¿ with lidocaine. Patient reports that when doing a gesticulation, balls are made in the area of the dark circles. Patient had two previous surgeries: one 20 years prior and another 11 years before that in the eyes; physician thought that the "surgery would remove but it did not." Pathologic exam completed noting the following. Pathologic diagnosis: lower eyelid lesion: proteinaceous material with reparative fibrosis. Macroscopic description: a fragment of irregularly shaped tissue with measures of 0.8 x 0.8 x 0.5 cm yellow with translucent areas of cystic appearance. When cutting the interior is gelatinized looking material. All material in capsule a is included. Comments: there is a non-refractory proteinaceous basophilic material that is trapped in bands of fibroadipose tissue. There is no active inflammatory exudate. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00785 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm® volbella¿ with lidocaine.